Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a malfunction. Due to damage on the charged coupled device unit the image was not displayed. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and h6. The foreign material initially reported will not cause or contribute to death or serious injury if the malfunction were to recur. It was confirmed complete reprocessing was not done at customer site. H6 code "4048 - failure to clean adequately" is not applicable to this event. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely no image occurred by abnormal electrical continuity due to water invasion of the device. Important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a malfunction. Due to damage on the charged coupled device unit the image was not displayed, the connecting tube had foreign material, and the adhesive around the objective lens had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition the evaluation found the following: due to a dent on the forceps channel port the water tightness was lost, due to a pinhole on the channel tube the water tightness was lost, due to damage switches 2, 3, and 4 did not work, the objective lens had a scratch, the light guide lens had a chip, the distal end was deformed, the adhesive on the bending section cover rubber was detached, the bending section cover rubber had stain, due to wear of the angle wire the bending angle in the up and down directions did not meet the standard value, the grip had a scratch, the universal cord had a scratch, the scope connector had a scratch, the control unit had corrosion due to water leakage, the plug unit had corrosion due to water leakage, and angulation had free play due to wear of the angle wire. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.